Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lips. Four months later, the patient returned to the clinic wanting more volume and was injected with juvéderm ultra plus xc in the lips. One month later, the patient developed lumpy lips that continued to get bigger. Patient was treated with hyalase and the symptoms partially resolved. It was noted that only of the lumps were resolved and still has about 10 lumps left. Patient was also treated with cephalexin. This is the same event and the same patient reported under MDR ID #3005113652-2018-00482 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus xc, also a device manufactured by allergan.